Event description:
Patient reports missing one dose previously when in the hospital (described went to the hospital due to issues of spinal fusion hardware poking his skin, in a lot of pain due to this).